Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.

Event description:
It was reported in the patient¿s medical records that on (B)(6) 2007 the patient presented to surgery for l5-s1 tlif with peek interbody spacer and local bone; l4-s1 lateral mass fusion and posterior segmental stabilization with dynamic rod system and l4-s1 fusion with bmp and local bone. It is also reported that, at 55 months post-op, the patient presented for additional surgery with failed hardware status post previous l4-s1 fusion with spondylosis, adjacent segment disease and pseudoarthrosis with significant instability from l3-s1. ¿patient has developed persistence in chronic lumbago, radiculopathy, paresthesias¿. The patient underwent a procedure for laminectomies of l3-l5 with bilateral foraminotomies, posterior segmental instrumentation from l3-s1 with hardware, fusion from l3-s1 with allograft, autograft, and bone aspirate, tlif at l3-4 and l4-5 using peek implant, allograft, autograft, and bone aspirate. It was noted that the broken pedicle screws at l4 were left implanted due to their location in the pedicle.

Manufacturer narrative:
A review of imaging studies shows lumbar fusion 2007 l4 to s1 with posterior dynamic rod/pedicle screw fixation. Interbody device placed at l5/s1 with cross link placed between l4 and l5 screws. Myelogram in 2008 shows no screw fractures. Revision was carried out after about 6 years suggesting pseudoarthrosis. Hardware was noted to have failed requiring revision. X-rays taken march 2013 reveal post revision construct. Prior dynamic rods have been replaced with regular rods and inter body support has been added at l4. Rods have been extended to l3. In addition three sacroiliac fusion dowels have been placed. Subsequent films done inter operatively show placement of sacroiliac dowels on second side. Films show both sacroiliac fusion constructs in place. Subsequent films then show spinal stimulator placement with lead at the thoracolumbar junction. Multiple MRI studies are shown prior to placement of sacroiliac hardware of both the cervical, lumbar and pelvic regions without evidence of any metal failure.